Event description:
The plaintiff's attorney alleged that the decedent experienced shortness of breath on (B)(6) 2009 after the use of the product and on (B)(6) 2009 decedent went into cardiac arrest and subsequently expired.

Manufacturer narrative:
This is one of two device reports related to this event; the associated MFR report numbers are 1225714-2014-00040 and 1225714-2014-00041. Add'l info has been requested and will be submitted upon receipt accordingly.

Manufacturer narrative:
This is one of two events reported for the same pt involving two separate products; associated MDR numbers 1225714-2014-00038, -00039, and -00040.